Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for the event. Treatment was not reported. The patient was recovering from peritonitis. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Follow up information received from the nurse on (B)(6) 2012: the rn clarified that patient was hospitalized from (B)(6) 2012 . The peritoneal effluent culture was positive for e. Coli. Treatment was administration of fortaz and cipro. The nurse stated that they cause of peritonitis was "transmural pressure" and was not related to the patient's technique or any device. On an unknown date,the pd catheter was pulled and the patient was on hemodialysis temporarily. The rn was hopeful that the patient would return to pd therapy, and would be retrained prior to that time the rn considered the status to be recovered and unrelated to dianeal therapy. This is follow up report 3 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd891085. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.